Event description:
When using the syringe to inject abx (name of the medication), the syringe burst, causing the medication to splash out.

Manufacturer narrative:
Upon receiving customer feedback regarding the occurrence of "syringe bursting and drug spillage during use," our company promptly organized quality control, production, and other relevant personnel to investigate and analyze the situation. The specifics are as follows: (1) retained sample testing: on march 20, 2023, in response to customer feedback, a sample of lot: 20201110, specifications: 3ml 25g¡á5/8", was tested. A total of 30 samples from this batch were visually inspected one by one. The syringe barrels were in good condition with no abnormalities such as cracking or breakage found (inspected by: zhang liwei); additionally, 5 samples were taken for simulated aspiration, during which no abnormalities such as barrel breakage or liquid leakage were observed (tested by: liao wenjing); (2) cause analysis - barrel cracking: based on customer feedback, a review of our company's historical market feedback on syringe products showed no similar sudden barrel cracking issues during use. As this market did not provide us with any defective samples or images (videos) of syringes with barrel bursting during use, we kindly request the customer's assistance in collecting relevant defective samples to further analyze and confirm the situation.